Manufacturer narrative:
(B)(4).

Event description:
An aneurxstent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that at a CT follow up it was discovered that the left common iliac had dilated over time and caused a type 1b endoleak. The abdominal aortic aneurysm sac has also increased overtime. The patient will be monitored no additional clinical sequelae were reported and the patient is fine.